Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had blood glucose levels ranging from 200 to 400 mg/dl, which were treated with manual injections. Customer also reported receiving insulin flow blocked alarms, which were resolved by set change. The insulin pump was not replaced or returned for analysis.